Manufacturer narrative:
Patient sex was unavailable from the site. Device manufacture date was unavailable as no lot number was provided. No parts have been received by the manufacturer.

Event description:
A medtronic representative reported that a globus representative reported that the 3.75 navigated tap was bent while the surgeon drove it into the spine pedicle. The surgeon finished the surgery with the use of navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot # and mfg date now provided.